Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keeps going dead even changing battery. The customer¿s blood glucose level was 350 mg/dl at the time of incident. The customer¿s current blood glucose value was 196 mg/dl. The customer did hear an alarm and no delivery and kept getting the same alarm. The insulin exited during prime. Customer stated the cannula was not bent. Customer was reporting a past event. Customer reported alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. The insulin pump had low battery alarm. The insulin pump will be returned for analysis.